Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing on multiple, intermittent occasions. The customer's blood glucose level was not impacted. Reportedly, a new cartridge was successfully loaded, and no air bubbles were observed.